Manufacturer narrative:
Patient weight not available from the site. No parts have been returned to the manufacturer for analysis. Site refused a checkout of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having difficulty registering their patient. They were in the register tab and had the nipt present, but the system was saying "this instrument can not be used for registration" and showed that the tracked instrument was a tricut. The site removed all instruments from the field of view (fov) so that the tracking view just showed the patient tracker. When navigating the registration probe in the screen still showed the tricut as being tracked. Removed the tricut from the instrument list and went back to navigate, but the system still showed it as the tricut. Tried a reboot of the system and it did not resolve this issue. Site did not have another instrument tracker to switch on the registration probe to see if the behavior was different. Site aborted surgery. Later it was discovered that the surgeon had run over and cut the tricut's cable. There was no patient impact reported. A later check by a representative found the system to be working to specs, and it could be utilized by the site without issue.